Event description:
The husband of a (B)(6) old female pt called zoll customer support to report wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the distribution node: (dn) to rear therapy electrode cable was pulled from the strain relief, exposing the cable wires. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.